Manufacturer narrative:
(B)(4). The homechoice (hc) has been returned and a device analysis is currently underway. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal/external inspections revealed fluid intrusion as well as blown power entry fuses. Rite (returned instrument test evaluation) electrical testing was conducted and the device failed due to current leakage. Additionally, rite functional testing failed from an unrelated issue. Voltage measurements on the device were found to be out of specification limits. The device analysis was terminated due to the fluid intrusion. The cause of the current leakage failure was determined to be a malfunctioning pump assembly due to the fluid ingress. The entire device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. There was no patient involvement. No additional information is available.